Event description:
Consumer stated the bristles come out of the toothbrush and got stuck in their teeth and they ended up having to use tweezers to get them out. They know they swallowed some of the bristles as well. No contact information provided, product was not returned.